Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not fire. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmentectomy procedure, the surgeon was able to press the green button and squeeze the handle, but the device did not fire. The handle and reload were both replaced to complete the procedure. There was no patient injury.